Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that tubing was twisted in the tail-end. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink solution administration set, it was observed that the tubing was twisted in the tail-end. There was no report of patient injury or medical intervention associated with this event. No additional information is available.